Event description:
I had a tecnis symfony iol implanted and have very bad halos, glare, and starbursts, as well as seeing the concentric rings. It is severely limiting my ability to see/drive at night.